Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 20 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. A 20 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that a 4.00x20mm promus element drug-eluting stent was used in the procedure and not a 20 x 3.50 promus premier drug-eluting stent as what was previously reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device is a combination product. Corrections: brand name corrected from promus premier to promus element. Model/catalog number corrected from 9550 to 9307. Device lot # corrected from 0023323500 to 0021882062. Device expiration date corrected from 01/28/2021 to 09/09/2019. Unique identifier (UDI) # corrected from (B)(4) to (B)(4). Device manufacture date corrected from 01/29/2019 to 03/13/2018.

Manufacturer narrative:
Device evaluated by MFR.: promus element ous 4.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the 1st distal stent strut row were lifted and pulled proximally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. A2: age at time of event: 18 years or older. Device is a combination product. Corrections: brand name corrected from promus premier to promus element. Model/catalog number corrected from 9550 to 9307. Device lot# corrected from 0023323500 to 0021882062. Device expiration date corrected from 01/28/2021 to 09/09/2019. Unique identifier (UDI)#: corrected from (B)(4). Device manufacture date corrected from 01/29/2019 to 03/13/2018.

Event description:
It was reported that stent damage occurred. A 20 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that a 4.00x20mm promus element drug-eluting stent was used in the procedure and not a 20 x 3.50 promus premier drug-eluting stent as what was previously reported.